Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer care taker called to report that the right side brake is not gripping the wheel.